Event description:
The pt was implanted with a left ventricular assist device tracking form was received by the manufacturer which indicated that a pump exchange was performed. The reason noted for pump exchange was device malfunction, thrombosis.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.